Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent has been fully released. The outer shaft has been retracted by about 576 mm. The shaft is severely kinked at several locations. Outside of the deformed zones the shaft diameters comply with the specification. The device tip has been pushed/pulled in proximal direction by about 3 mm. In the as returned state the release trigger was located partially outside the handle which impedes functionality of the device. After re-positioning the trigger, the outer shaft could be normally retracted. Since the stent has been fully released during the intervention, it can be excluded the trigger was already dislocated upon delivery of the instrument. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection for deformations and kinks of the outer shaft. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
A pulsar-18 peripheral stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in a severely tortuous mid sfa. During attempt to release the stent, the locking tap was unlocked, but the trigger jammed and the stent was released in a not intended location. The device was withdrawn without difficulties. Another pulsar-18 was used to complete the intervention.